Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that there was an issue related to high pressure during use of the ventilator. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, the issue was not reproduced on-site. No part related to high pressure issue was replaced. The device was returned to clinical use. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms such as high respiratory rate, peep low, inspiratory flow overrange or expiratory minute volume low indicates a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Unfortunately as the cause of the alarm activation is unknown, the cause could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).